Event description:
It was reported that during a rotational atherectomy treatment procedure, the burr became stuck in the stent. The 90% in-stent restenosed lesion was located in a 3.5mm non-bsc stent (implanted in 2008) in the moderately tortuous and severely calcified proximal left anterior descending artery (lad). The 2.0mm rotablator rotalink plus burr was advanced on a rotawire guide wire to the lesion and ablation was performed at 220,000 rpms with speed drops of 5-10,000 during ablation, however there was difficulty with getting the burr across the lesion. After approximately 20 ablation runs, the burr crossed through the lesion however it became stuck in the lesion. The physician attempted to retrieve the burr utilizing a snare and a balloon catheter, however these attempts were unsuccessful. The patient was taken to surgery and the burr and stent were surgically removed from the patient. Per the physician, the burr was found to be "entwined with the stent". The procedure was not completed due to this event. No further patient complications were reported and patient status post-op is fine.

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: only the distal coil/drive shaft and burr were returned for analysis. It was noted that the drive shaft was broken/cut 5.7cm from the burr. The rotablator catheter unit could not be wet tested due to the missing catheter components. The burr and distal drive shaft were microscopically examined and the annulus of the burr was found to be misshapen and damaged. The body of the burr was found to be damaged. The distal coil was cut from the catheter device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).